Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged and a heart wall perforation was suspected. The patient had symptoms related to cardiac tamponade like shortness of breath. A pericardiocentesis was performed, however the perforation was never definitely confirmed. One day later the patient underwent a revision procedure and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.